Event description:
During the insection of the catheter it was realized that the lead was not pacing, it was removed and another inserted which then did successfully "pacc" the pt. There is no report of pt injury and the sample has been received for our evaluation.